Event description:
A malfunction of the pump was reported by the caller, identified with a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.